Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The returned maquet sheath was over the catheter tubing. Two kinks were observed on the catheter tubing approximately 70.3cm and 67.8cm away from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no. (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(4). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient's x-ray displayed two radiopaque markers near the tip of the catheter. There was no reported injury or adverse event to the patient.